Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2528203 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f¿12f mynx control venous vascular closure device (vcd) leaked, as the pressure indicator would not stay out of the handle with the black marker exposed when attempting inflation. The device was deflated and removed, and the procedure was completed using another mynx control venous vcd. There was no reported patient injury. The device had been prepared per the instructions for use, was inserted through an unknown sheath in the patient¿s left femoral vein, and the balloon was later reinflated outside the body where the leak was confirmed. Additional information was requested but not provided. There was no device or package damage noted prior to use. The mynx vascular closure device (vcd) was used in an ablation procedure with a retrograde approach. The deployer was trained on the mynx device. The femoral vessel diameter was verified to be greater than or equal to 5 mm, and there was no presence of peripheral vascular disease or calcium at the puncture site. There was no prior percutaneous transluminal angioplasty, stent, or vascular graft in the common femoral artery or vein. The balloon did not lose pressure after being pulled to the arteriotomy; it lost pressure upon initial inflation after the device was inserted through the sheath. The device was not returned for evaluation as previously expected.

Manufacturer narrative:
As reported, the balloon of a 6f¿12f mynx control venous vascular closure device (vcd) leaked, as the pressure indicator would not stay out of the handle with the black marker exposed when attempting inflation. The device was deflated and removed, and the procedure was completed using another mynx control venous vcd. There was no reported patient injury. The device had been prepared per the instructions for use (IFU), was inserted through an unknown sheath in the patient¿s left femoral vein, and the balloon was later reinflated outside the body where the leak was confirmed. Additional information was requested but not provided. There was no device or package damage noted prior to use. The mynx vcd was used in an ablation procedure with a retrograde approach. The deployer was trained on the mynx device. The femoral vessel diameter was verified to be greater than or equal to 5 mm, and there was no presence of peripheral vascular disease or calcium at the puncture site. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. The balloon did not lose pressure after being pulled to the arteriotomy; it lost pressure upon initial inflation after the device was inserted through the sheath. One non-sterile mynx control venous vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 and button 2 were not depressed. The stopcock was found open with a cordis mynx syringe attached to the unit. The sealant was present in its manufactured position and fully covered by the sealant sleeves. With respect to the sealant sleeve condition, no abnormal conditions were observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. An inflation/deflation functional analysis was attempted; however, a loss of pressure was observed during balloon inflation, consistent with the reported event. A high-magnification microscopic evaluation was performed to assess the balloon. During this analysis, the presence of a longitudinal tear in the balloon was observed. The product history record (phr) review of lot f2528203 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon loss of pressure¿ was observed through analysis of the returned device. However, the exact cause of the balloon longitudinal tear found could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the loss of pressure experienced during inflation in the patient. However, as there were no issues noted prior to use of the device, handling factors, access site vessel characteristics (which was reported with no calcium/pvd present) and/or concomitant device factors most likely contributed to the reported event since excessive force, a calcified vessel and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the mynx control venous IFU, which is not intended as a mitigation, users are instructed to discard the device if the balloon does not maintain pressure. Neither the product analysis, phr review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f¿12f mynx control venous vascular closure device (vcd) leaked, as the pressure indicator would not stay out of the handle with the black marker exposed when attempting inflation. The device was deflated and removed, and the procedure was completed using another mynx control venous vcd. There was no reported patient injury. The device had been prepared per the instructions for use, was inserted through an unknown sheath in the patient¿s left femoral vein, and the balloon was later reinflated outside the body where the leak was confirmed. The device will be returned for evaluation.